Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed neck and arm pain from the weight of the lifevest equipment. There was no alleged device malfunction contributing to the pain. The patient¿s chiropractor provided treatment for the neck pain. Follow up indicated that the pain improved.